Manufacturer narrative:
Was updated as a correction to the initial report. New information was received on 2018-02-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient initially reported the event. Patient had 1 or 2 weeks per day during the trial and had 4-5 leaks per day with the implant, and baseline was 10 leaks/day. There was no device, patient/therapy, or procedure issue and no cause was determined. Patient has had a new lead and battery and all other devices were discarded. No products were to be returned for analysis. No further complications were reported. 2018 (B)(6) e3 (rep): no new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bwb9, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient stated the device did not work as well as it did during the trial. Patient was still at 50% improvement in symptoms but it was better during the trial. It was noted that impedances were normal and the battery had 20-44 months left on it. It was also reported that advanced settings were given to the patient. The rep reported that there was lead revision and battery replacement. No further patient complications were reported/ anticipated as a result of this event.